Manufacturer narrative:
The astron clearsplint was manufactured per physician's prescription (rx) and returned for analysis. A visual inspection was performed on the returned device. The edge was generally smooth, except the region where a fracture (crack) was observed. The region of incisors appeared to be fractured. The device's layers were intact and did not separate. The device was observed to be very clean, clear without any color additives and no discoloration. The case was returned in a good condition with the label. The device was returned without defect and the material has no abnormalities. This complaint will be kept on record for track and trending purposes.

Manufacturer narrative:
Patient's weight was asked but unknown. The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after using astron clearsplints mouthguard. The patient reported to have burning sensation and irritation on the area that was making contact with mouthguard. The patient stopped using the mouthguard immediately upon experiencing the reaction. The symptoms went away shortly after the patient stopped using the mouthguard. There was no treatment required. The patient was reported to be doing ok. The patient had been using the mouthguard for about 2 months prior to experiencing the reaction. The patient has sjogren syndrome (or burning mouth syndrome). The patient is also very sensitive to allergies. The doctor did not make any adjustment to the mouthguard prior to delivering to the patient. It was unknown how the patient cleaned the mouthguard.